Event description:
It was reported during a procedure to disconnect extensions for perm trial conversion, significant evidence of an infection was present and the entire system was explanted. Patient was prescribed antibiotics to address the issue.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.